Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced issue with infusion set as infusion set came off due to moisture and adhesive issue on (B)(6) 2026.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: e1: initial reporter name and address h6: investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6006404 was provided. Complaint was classified under malfunction code: adhesive patch completely detaches during use- detachment / significant wetness. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA)determination: during the investigation CAPA-2010953 was identified, it was opened (B)(6) 2024 for adhesive related complaints and bounding covers medtronic extended (ewis) products and the time period reviewed. Root cause of problem: customer complaint reporting for ewis includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off during its extended period of wear (compared to 3 day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for ewis. Corrective action as a result of the investigation: database 2507116 opened to review and update ewis risk management file with updated test results, and to correctly map harms and severities in line with ic portfolio summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.